Manufacturer narrative:
**Update: (B)(4) 2013 - litigation papers received. Litigation alleges pain, discomfort and pseudotumor. It was also alleged that the revision revealed a large synovial mass in the bursal region, from which fluid was removed and metal-stained tissues were also removed. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 1/8/16- pfs and medical records received.pfs and medical records reviewed for MDR reportability. Pfs reported elevated metal ions, pain, pseudotumor, metal stained tissue, emotional distress, anxiety, suffering, economic damages, weakness and fatigue. Medical records and revision surgical report noted metallosis, pseudotumor, one of two screws loose and was removed but cup was stable, and metal stained tissue. Lab results for metal ions were greater than 7 parts per billion. Stem will be added for elevated metal ions and an unknown screw will be added since records did not define which screw was removed during revision. The complaint was updated on: jan 28, 2016.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Patient was revised to address metallosis.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.